Event description:
An initial report from a dealer advised that one of the hooks on the hanger bar that the sling mounts to broke off while the patient was being lifted at home. No reports of any previous issue. No report of injury.

Manufacturer narrative:
(B)(4). No RMA has been initiated for this issue. Model 9805, serial number/date code (B)(4) is approximately 1 year, 6 months old. The owner's manual part number 1024492, rev.e(may-06)was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The malfunction has not been confirmed.